Event description:
It was reported that the patient presented to the emergency room post-defibrillation therapy from the implantable cardioverter defib rillator (ICD) for ventricular fibrillation (vf). The patient reported that the battery had eleven months remaining; however, a device interrogation indicated the ICD had reached the recommended replacement time (rrt) three months prior and was now at end of service (eos). The patient was concerned that the device may not be functioning correctly. Review of the interrogation indicated a charge circuit warning as there was a long charge time. The device was explanted and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.